Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited rising thresholds, unstable thresholds, high thresholds and high impedance. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.